Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the complaint; both sets of threads are nicked and damaged. Inserter also appears bent near the distal threads. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. The date code cv0804 indicates the instrument was manufactured in august of 2004 and is over 12 years old. The root cause is attributed to use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on inserter are stripped.